Event description:
Recently we have switched from dermabond to exofin. Since the switch, we have had more than 15 reports of adverse reactions from mild rashes to severe rashes and blistering. Post surgical use - some gyn surgeries other ortho.